Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell on posterior and radius and brown particles in the shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior, crease sharp broken on anterior, crease sharp opening on radius, stress marks, wear abrasion, crease fold and missing shell on anterior and radius (0-25%). Base on the device analysis the final assessment is: crease sharp opening on radius assessed as fold flaw opening crease sharp pattern on anterior side of broken shell assessed as fold flaw opening. Sharp pattern on posterior of broken device assessed as a surgical impact opening, for the stress marks in the shell. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a right side rupture and exchange due to patient concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture and exchange due to patient concern with the product. Device remains implanted.